Manufacturer narrative:
One hundred (100) unused and unopened products were received. Thirty-two (32) units have been randomly sampled amongst the returned product and visually inspected for raised form in place gasket (fipg) on the nose as reported by the customer. No raised fipg detected in any of the samples. However, visual analysis of the photograph provided by the customer confirmed the presence of raised form in place gasket (fipg) in the unit shown. The customer¿s allegation is confirmed, and the root cause was an inadequate amount of form in place gasket (fipg) adhesive during manufacturing. Based on the available evidence, the defective unit may be considered an isolated occurrence. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number. Awareness was made to operation personnel and the issue will be monitored for threshold or escalation.

Event description:
It was reported that cannula inserted feather of plastic left after performing the cannulations or deploying the cannula. There was patient involvement but no patient harm or injury/adverse event reported. The product is available for return/investigation. Sample photo was provided by the customer.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.